Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) received following additional information from site's clinical sales representative (csr) : the reported 8mm large hem-o-lok clip applier instrument was returned to isi for evaluation. Patient information cannot be released by hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable at the proximal end in the housing. This caused cable to loosen at distal end.

Event description:
Refer to h11 for follow-up information.